Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on 11/24/2016 alleging a history/settings (inaccurate delivery) issue; basal delivery totals in the total daily dose match the active basal program total or are as expected, basal history matches the active basal program settings and the bolus totals match. It is unknown if all boluses were recorded correctly. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: the pump history showed a temporary basal rate being run on (B)(6) 2016. The last basal and bolus deliveries were on (B)(6) 2017. The pump was exercised for 24 hours with no issue observed. The pump was able to deliver boluses with no problems. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The alleged issue could not be duplicated.